Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-03059, 2938836-2020-03060. It was reported that pocket erosion and infection were observed. Skin rupture and pus were noted. The device was prolapsed. Antibiotic treatments were ineffective. The device system was explanted and replaced. The patient was stable.